Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient had a lead revision. No further complications are anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4). Product type lead, product ID 977a260, serial# (B)(4). Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the lead revision was due to a migration of the leads and loss of sensation in the affected area. The cause was unknown, but there was a fall on the stairs six weeks after initial implantation. There was no significant reduction in pain after implantation.